Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient observed to have extrinsic outflow graft obstruction (eogo) at proximal end of the outflow graft (ofg) connecting to the pump viewed on computed tomography angiography (cta). The patient presented to the operating room (or) for ofg revision to remove buildup of material between the ofg and the bend relief. The patient's flow improved by 1 liter per minute (lpm) after exudate was removed from around the ofg during the case. The surgeon removed the bend relief and exudate surrounding the ofg and the flows were restored. The patient was recovering. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of extrinsic outflow graft obstruction cannot be confirmed through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length.". No further information was provided. The manufacturer is closing the file on this event.